Event description:
It was reported that the system with an implantable cardioverter defibrillator (ICD), a right ventricular (rv) lead and this right atrial (ra) lead showed an abrupt change in amplitude and impedance in all leads since an open-heart surgery they completed a few days prior. Also signal artifact monitoring (sam) episodes showed noisy signal over sensing and/or electromagnetic interference from the medical procedure as well. The sam feature was disabled by the algorithm. An in clinic patient check was recommended but the system with the ICD, ra and rv leads remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).